Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. The pump had cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 135 mg/dl at the time of incident. The alarm would not allow the customer to do anything with the pump and it occurred during the rewind/prime sequence. The customer tried to re-rewind but it alarmed compromised force sensor system again. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.